Manufacturer narrative:
Two days post-op the patient developed a right groin hematoma and required transfusion. Four days post-op the patient had been doing well and then there was a significant drop in hemoglobin. The patient then went into respiratory distress. She received 3 units of packed cells. It was later noted that her abdomen was distended, which may have been due to bleeding. The patient went into pulmonary cardiac arrest, became acidotic, went into pea and expired. CT scan of the abdomen was not performed and the source of the bleeding was not confirmed.

Event description:
After a successful transfemoral tavr procedure, during sheath removal a dissection was noted at the right common iliac. The dissection was repaired with a 7mm self expanding stent. Upon further removal of the sheath, a perforation and extravasation from right common femoral artery was noted. A femoral cut-down was performed and two additional covered stents were implanted. The patient received 3 units of blood and was stable upon leaving or. The patient's access vessel minimum luminal diameter (mld) was measured at 7.4mm by ivus. The vessel was reported to be mildly calcified and mildly tortuous. Initially the 22 and 23fr dilators were advanced without difficulty, but difficulty was encountered advancing the 25fr dilator. They re-attempted with a new 25fr dilator, but it was still difficult. They attempted the 22fr sheath, which was advanced with some resistance through the iliacs and into the distal aorta. The perceived cause of the event was that the patient had borderline transfemoral access, but the team felt this was the best option for the patient. The patient was stable and up and out of bed pod1#.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is 7mm. The patient¿s access vessel minimum luminal diameter (mld) was 7.4mm. The vessel was reported to be mildly calcified and mildly tortuous. There was significant difficulty reported during insertion of the dilator and sheath. In this case, the cause for the artery dissection was reported as borderline access. Difficulty was encountered during advancement of the largest dilator and the sheath. Although the mld appears to be adequate, vessel calcification and/or tortuosity not appreciable on pre-procedural imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.